Manufacturer narrative:
One sample was received for analysis and the reported issue was confirmed. A inflation/deflation test was performed and the cuff deflated after few minutes. A visual inspection was performed and it was observed the cuff presents a small tear. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that there was a cuff leak on a 6dct endotracheal tube. The customer reported that re-intubation was required. There was no other harm to the patient.

Manufacturer narrative:
The customer reported that they were not able to release any patient information (ID, age, sex, weight). Additional information associated with the complaint has been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
Medtronic received a report that there was a cuff leak on an endotracheal tube. The customer reported that re-intubation was required. There was no patient harm.